Manufacturer narrative:
Corrected data: e2/e3 (both fields were inadvertently omitted on the initial report) and h6 (in error, type of investigation code ¿4114¿ was listed on the initial report instead of ¿10¿) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, definitive root cause of the faulty scope socket/output connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting was performed by the olympus technical assistance center (tac), with the customer. In speaking with olympus tac, the customer reported the front panel is blinking and they have cleaned the scope connectors, cleaned the socket with air. Customer was told to exercise the tab at 12 o¿clock on the scope socket. Exercising the tab at 12 o'clock on the scope socket did not resolve the issue. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty scope socket that caused an e300 error. In addition, corrosion inside the air pump tubing, front panel mouth damage, bottoms chassis rusty, front panel chassis rust and black mark pen on the lamp door were observed.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel was blinking. They cleaned the scope connectors, cleaned the socket with air. The issue was found during a procedure. There were no reports of patient harm.